Event description:
The patient reportedly experienced sound quality issues followed by loss of sound. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.

Manufacturer narrative:
Device testing confirmed the internal device is non-functioning. The pt reportedly bumped the implant site prior to experiencing reported symptoms.